Manufacturer narrative:
Exemption number: e2014018. Implant date is unknown. Investigation results: return of product for investigation was requested several times as well as additional information related to patient condition, all tests performed and the results as well as x-rays. At the date of this report, no additional information has been provided and product was not returned for investigation. If additional information and/or product is received in the future, a supplemental medwatch report will be submitted. Device quality and manufacturing history records were reviewed for the lot number reported. The device history file was found to be according to specification valid at the time of production. No similar incidents have been reported for products from this batch. Due to lack of product availability for investigation and limited information provided, the root cause of this issue can not be determined. No indications of manufacturing failure were found. No corrective/preventive action is required.

Event description:
Country of complaint: (B)(6). Post operative suspected periprosthetic infection. Surgical intervention was required. Infection reported to be restricted to the tibial component, femoral component and polyethylene insert. Only the tibial component product information was provided. Several attempts for additional patient/surgical information were made, no additional information was provided at the time of this report. If additional information becomes available in the future, a supplemental medwatch report will be submitted.